Event description:
During servicing of an electrode belt which was returned for an unrelated issue, a reportable problem was found. The belt connector would not latch. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. As received, the trunk cable connector would not latch properly, preventing a secure connection with the monitor. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.